Event description:
It was reported to boston scientific corporation that a therapeutic ureteral stone extraction occurred in 2007, using a stone cone retrieval coil (age and gender is unknown). The complainant indicated that during the procedure the physician felt resistance when attempting to close the stone cone retrieval coil around a stone (characteristics are unknown). Inadvertently, the distal end of the stone cone retrieval coil detached, while inside the patient. The distal end of the stone cone retrieval coil was retrieved with a grasping device (unknown brand). The procedure was completed successfully with this device. The complainant stated that the patient suffered no complications as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A DHR (device history record) is in progress.